Event description:
"Insertion successful, marrow aspirated, and 1 round of cardiac drugs given. Site infiltrated." (B) (4)

Manufacturer narrative:
Achieved successful insertion; demonstrated patency and insertion of the infusion tube into the marrow space; also achieved proper infusion using the device; but got infiltration after initial infusion of drug had occurred. The device wasn't returned so no further investigation could be conducted. Discussions with the ambulance service from where the incident occurred demonstrated that it was a training issue. All staff were retrained by their internal training department and successful use of the device was achieved thereafter. No other complaints were received from the same batch.